Event description:
A customer reported that during lasik surgery, the system displayed a message indicating secondary energy error, and the laser stopped at 60% of the treatment. The surgeon put the flap down and contacted technical support by phone. The technical support staff was able to talk the surgeon through the completion of the treatment. The pt was seen by a co-managing doctor on (B)(6) 2012 who reported that the pt is doing well, the flap is in good position, there is no debris under the flap, and no abnormalities were seen.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).